Manufacturer narrative:
The hospital has not accepted any evaluation or repair of the unit. The resolution is unknown. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate. There was no report of patient involvement.